Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments. Retro: case (B)(4) - npi 8015 error 110.5010. Case description: caller has a 8015 unit giving a 110.5010, error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: recommended to reflash the keyboard software. If that doesn't work, the logic board will have to be replaced. Biomed will try to reflash and call back if any further assistance is needed.